Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. Technical services (ts) reviewed and advised a lead safety switch had been triggered after a gradual rise in rv pacing impedance measurements. In addition, ts advised noise was observed but not oversensed. Additional information provided this rv lead was subsequently explanted. Another lead was implanted to complete this procedure. This rv lead has not been returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent capture. Technical services (ts) reviewed and advised a lead safety switch had been triggered after a gradual rise in rv pacing impedance measurements. In addition, ts advised noise was observed but not oversensed. Additional information was requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.